Manufacturer narrative:
10: the receiver was manufactured in 2022 and is estimated to have been stored at the hcp for approximately three years. It is not possible to confirm how the receiver was handled during storage (e.g., environmental conditions). Visual inspection identified a clean cut between the receiver wire and the portion inserted into the ear. The origin of the cut is unknown. External factors (e.g., storage conditions, handling by the user etc.) Cannot be ruled out as having caused or contributed to the observed damage. The hearing aid was also checked and is functioning as expected. No issues were identified. 4111: clarification - the receiver was in use for 1 month and not since 2023 as stated in the initial report. The hcp stated that the patient is handling the product gently. Conclusion: the root cause is not conclusive. There is no indication that the break occurred due to design or manufacturing issues. It is possible that external factors have contributed to receiver breaking. The occurrence of similar incidents is low and there was no trend observed. Sonova will keep monitoring the market for trends.

Event description:
Sonova was notified about an incident in which haring aid's receiver stuck in the patient's ear. Patient had to go to the emergency room to remove the receiver from her ear. She is now afraid to wear her his.

Manufacturer narrative:
The manufacturer initiated the investigation. 10: sonova requested broken part for analysis. 4110: sonova is actively monitoring and trending complaints on a regular time interval in addition we checked data from the last 3 years and there have been no trends observed. 4111: sonova reached out to the initial reporter with additional questions. The hcp stated that this receiver was in use since on (B)(6) 2023. The hcp did not provide an answer to the circumstances of the incident. Image analysis: sonova received an image of the broken receiver. The image shows that the back housing with cable detached from the receiver's body. As a result of the detachment, the receiver is no longer functional and may be more difficult to remove from the ear than if the cable were still attached. The dome is still attached to the receiver. Labelling/document review: user guide provides warning instructing patients to consult a physician if a dome remained in the ear. The user guide shows how to correctly use hearing aid, e.g. Place and remove it from behind the ear, as well as it describes basic care and maintenance steps. This is considered adequate. The risk file already considers and addresses a risk of component stuck in the ear. Analysis of service records: service history reviewed showed that these hearing aids were not serviced before. Further analysis: during production, receivers undergo several quality control inspections. The amount of glue and correct alignment of the housing parts is checked visually for every receiver (100% sampling). The glue area is inspected a second time with a microscope (100% sampling rate. The design meets requirements from iec 60601-2-66 that requires the detachable parts to withstand min. 3n pull force. Supplementary reports will be submitted upon availability of new information.